Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of (B)(6) 2015. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: unconfirmed complaint. Without sample or photos or lot #, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the packaging labels were missing for 120 ml bd vacutainer® plastic urine collection cups. No serious injury, blood to mucous membrane exposure or medical intervention was reported.